Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a failed transmitter error. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. Voltage testing was performed and the test passed. A pairing test was performed and it passed. The log was downloaded and reviewed a failed transmitter error. The allegation was not confirmed. The root cause could not be determined.